Event description:
It was reported to boston scientific corp that a resolution clip device was being used for endoscopic marking in order to place a duodenal stent in a (B)(6) female pt. According to the complainant, during the procedure, when attempting to clip tissue, the clip would not advance through the sheath. The physician wiggled the catheter and the clip did advance from the sheath, but when he deployed the clip, the clip fell off into the pt. The physician has no concerns with the clip passing naturally via peristalsis. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).